Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. N/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment issue with an adc device due to exposure to moisture. As a result, customer was contacted and stated they experienced hypoglycemia and was unable to self-treat. Customer required third-party intervention by a family member, a neighbor, a friend who provided cocoa juice as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.